Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer inspected the laser system and performed energy and cutting tests. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows that the beam control check was performed about four minutes and four seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any technical issue. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during refractive surgery there was difficulty in making a side cut in right eye of the patient. There are multiple related reports for this facility. This report addresses for patient¿s initials unknown, right eye and other manufacturer reports will be filed.